Event description:
It was reported the ipg had reached end of life. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.